Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated but was unable to capture the right ventricle. While attempting to reposition the lp, the helix extended. The procedure was completed with a different lp. There were no patient consequences.